Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found normal battery depletion. Other: truei at 500 implantable pulse generator, it was reported that the pacer dependent patient was taken to the hospital by helicopter, with transcutaneous pacing. The device was found to be dead. The patient stated the device was checked a month ago, and she was told her device was fine. The patient's husband further reported that the patient went to the emergency room, "flatlined 3 times", and there was heart failure due to pacemaker failure. The device was explanted and replaced. Later, the device was returned with report of no output, unable to interrogate, and the patient had to be externally paced for two hours. No further patient complications have been reported as a result of this event, and follow-up indicated the patient was doing ok. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: battery end of life - expected device evaluated and alleged failure could not be duplicated. Interrogate, failure to output, none, device failure

Event description:
It was reported that the pacer dependent patient was taken to the hospital by helicopter, with transcutaneous pacing. The device was found to be dead. The patient stated the device was checked a month ago, and she was told her device was fine. The patient's husband further reported that the patient went to the emergency room, "flatlined 3 times", and there was heart failure due to pacemaker failure. The device was explanted and replaced. Later, the device was returned with report of no output, unable to interrogate, and the patient had to be externally paced for two hours. No further patient complications have been reported as a result of this event, and follow-up indicated the patient was doing ok.